Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (580 mg/dl) and the cause was not known. To address the bg level, the pump supplies were changed multiple times and a bolus via the pump was delivered. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.